Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: visual inspection of the returned device indicated that a posterior portion of the device had fractured off. The fractured piece was also returned. Material analysis: "review of triathlon solid cs tibial insert trial size 2, catalogue # 5531-t-209y, lot code a2268 confirmed fracture on the posterior articulating surface edge. Characterization using stereo microscopy confirmed fracture on the posterior articulating surface edge due to overload fracture. No manufacturing or material related defects were observed on the fracture surfaces examined." Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the trial appears to have been damaged by fatigue. "Review of triathlon solid cs tibial insert trial size 2, catalogue # 5531-t-209y, lot code a2268 confirmed fracture on the posterior articulating surface edge. Characterization using stereo microscopy confirmed fracture on the posterior articulating surface edge due to overload fracture. No manufacturing or material related defects were observed on the fracture surfaces examined." No further investigation for this event is required. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Trial appears to have been damaged by fatigue. Update: revision to remove fragment from patient.